Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Blood glucose reading was 40 mg/dl. Insulin delivery was suspended due to sensor glucose versus blood glucose difference. It was unknown that customer was using auto mode or not. The pump will not be returned for analysis.